Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coils were stuck in the catheter. The patient was undergoing an embolization procedure of the medium tortuous left renal artery. While attempting to advance a 6mm x 40cm interlock¿-35 inside the imager c2 5 fr catheter, the coils became stuck twice in the proximal side of the catheter. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed that the coil was returned without its interlocking arm.

Manufacturer narrative:
Device evaluated by manufacturer: a coil, a pusher wire and an introducer sheath were returned for analysis. A visual examination identified the pusher wire was found to be kinked upon inspection. The main coil was found to be kinked and stretched upon inspection. The introducer sheath was inspected and no damage was observed. There was minimal blood present on the returned device. A microscopic inspection identified the zap tip of the main coil was inspected and no damage noted. The interlocking arm of the main coil was missing. The interlocking arm of the pusher wire was inspected and no damage was noted. The returned coil was returned with no interlocking arm attached. The coil was stretched proximally so this would have weakened the weld between the interlocking arm and the coil, thus allowing the interlocking arm to be broken off. The coil could not have left the manufacturing site without the interlocking arm attached as the coils are loaded into the introducer sheath by the interlocking arm of the coil and delivery wire being connected and then the coil is withdrawn into the introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).